Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) and reported that the device does not power on. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was noted that it may be a possible bezel problem. A field service engineer (fse) was dispatched for service. The fse evaluated the device and ordered parts for a power management board, and power supply for repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. However, no medical intervention provided to the patient, nor a delay was noted. After further evaluation it was also noted that it was observed that the front panel with the button, cooling fan, top cover and filters needs to be replaced. The field service engineer replaced the cpu board, power management board, power supply along with the front panel with the button, cooling fan, top cover and filters to resolve reported issue. The device passed required performance verification tests per philips standards.